Event description:
This lead was implanted (B)(6) 2005 and was explanted on (B)(6) 2013. A call to technical services was made on (B)(6) 2013 stated that this lead was fractured, no capture at maximum outputs and the impedance was >2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).